Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that poor communication occurred due to cable failure and the image was not displayed. The cause of cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had an image problem and displayed no image. The issue was found during an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation (no image) was confirmed and found to be caused by a faulty cable. In addition, service found there was no sense of switch depression for button number 2 due to worn out switchboard, and the label on the rear cover was faded. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.